Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite, and analysis showed that the system cannot expose, image disk had problem and ippc hard disk cannot be automatically started up. The fse reloaded software but the issue was not resolved and fse replaced the ippc. After replacement of ippc, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image processing computer (ippc) failed to allow expose due to the lack storage disk space. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.